Event description:
It was reported that the patient experiencing light headedness presented in clinic. Upon interrogation, the right atrial lead exhibited noise, high impedance, and high capture threshold. The lead was capped and replaced. The patient tolerated the procedure and would continue to be monitored.

Event description:
New information on (B)(6) 2017 stated that the lead also exhibited fracture.